Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 88% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694575 implantable tachy lead 200 (B)(6); (B)(4) implantable pacing lead 2000 (B)(6); (B)(4) competitor implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that the device had early battery depletion the device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.